Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient wanted to meet a technician (rep) to do some work on the ins. Patient further clarified that they were in an "awful lot of pain". Patient had tried all the programs available but the programs had not helped the pain. Patient had seen their pain management doctor and they had given patient shots in spine and hip but the shots had not helped either. Additional information was received from a consumer. It was reported that the cause of the awful lot of pain was the patient has a broken wire inside near their spin and may need to be replaced. The steps taken was an attempt to adjust the stimulator. The issue has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were told that there was a broken wire in his back and it couldn't be programmed right. The patient reported that he was told he would need to get a new circuit board in his back. The patient reported that the pain and programming not helping hadn't been resolved. The patient reported that he had to set up an appointment with his healthcare provider. The patient reported that he had the unit turned off as of now. No further complications were reported.